Event description:
The reporter indicated a 13.2mm vicm5_13.2 implantable collamer lens, -08.50 diopter, was torn while loading ino the cartridge and there was no patient contact. The lens was replaced with another same model/length lens and the problem was resolved. The cause of the event was unknown. The postoperative condition is good.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).